Manufacturer narrative:
Therefore, because a serious injury resulted, this event is reportable per 21 cfr part 803. The device was not evaluated because the issue is a known inherent risk of the device. We will continue to track and monitor the trend.

Event description:
Customer reported no primary stability on 2026-04-1, (B)(6) contacted customer to confirm the dates. Event is implant loss not no primary stability. Customer confirmed that implant placement - (B)(6) 2026 and implant loss - (B)(6) 2026. I will proceed to correct the dates.